Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. A review of the complaint log shows that this is the first of 3 complaints specific to this lot number. Also, the nonconformance log shows two non conforming materials (ncms) for this batch. In both instances there was a single assembly that was rejected as it had come apart prior to inspection. After performing a 100% visual inspection of the lot the remaining units were passed. Visual inspection of returned parts shows swedge slightly off center. Locking screws are separated, neither show signs of damage other than light wear on the anodizing above saddle. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
Locking screws separated.